Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, appeared to be associated with use of the device. One d/l groshong nxt 5fr PICC was returned for investigation. The catheter was received in three segments. The proximal segment of d/l tubing extended to the 38cm depth mark. The floppy end of a 35cm guidewire was protruding 20.3cm from the proximal end of the distal catheter segment. The implicated product kit does not contain a 35cm guidewire. The purpose for wire being in the catheter was unknown. The stylet had been removed and was not returned for investigation. The adjoining ends of the catheter had sharp edges and striations on the cross section, which are consistent with a cut made with a sharp instrument; however, it was reported that the catheter was broken after removal. A tactual investigation revealed no significant elastic weakness in the tubing. The damage observed in the catheter may have been a factor in the alleged break. A functional test revealed a leak between the 38 and 39 cm depth marks when the distal lumen was pressurized with water. A microscopic examination revealed splits in the external surface of the catheter. The catheter was bisected and impressions that matched a guidewire or stylet coil wire were observed in the tubing. The damage on the internal surface of the catheter was greater than what was observed on the external surface of the catheter, which indicates that the catheter was damaged from within. The observed damage is consistent with the tubing being damaged by the stylet. This type of damage can occur if the catheter is compressed over the stylet or if the stylet is forcefully removed from the PICC. The product IFU cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ one of the precautions in the IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the crack was found on the catheter when the catheter was flushed after the placement in the patient body. Then, the catheter was removed from the patient body. After the removal, the catheter was broken when the physician tried pulling the catheter lightly.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the crack was found on the catheter when the catheter was flushed after the placement in the patient body. Then, the catheter was removed from the patient body. After the removal, the catheter was broken when the physician tried pulling the catheter lightly.